Manufacturer narrative:
The reported complaint of the pump rotor's ball bearings were defective on the thermogard ivtm system (serial #(B)(4)) was confirmed during visual inspection. The root cause of the reported complaint was due to a damaged pump rotor, likely due a defective component. The pump rotor was replaced to remedy the reported complaint issue. No other physical damage was observed on the themogard console. The thermogard ivtm system passed the preliminary functional testing without any issue. Event log review showed no discrepancy. Following service, the thermogard xp ivtm system passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).

Event description:
During ivtm therapy, the pump rotor's ball bearings were defective on the thermogard ivtm system (serial #(B)(4)). Another thermogard ivtm system was used to complete the ivtm therapy. No consequences or impact to the patient.